Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the physician noted two episodes of under-sensing due to loss of contact between the device and tissue. The resolution for this event was to monitor the device. The patient was stable with no consequences.